Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under her breast described as a sore. The patient consulted her physician who recommended using a cream. The patient reported that the irritation was better after using the cream.